Event description:
According to the reporter, intra-operatively, the powered stapler did not fire. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively laparoscopic resection of ileocolonic anastomosis, when firing another 60mm tan reload across the distal ileum, the stapler was placed across the bowel and closed, but the screen of the powered stapler showed that the stapler was not ready. The surgeon repositioned the stapler to avoid jamming the bowel into the crotch of the cartridge and leaving about a millimeter of space between the crotch of the cartridge and the bowel, but the issue was not resolved. The reload was removed and reloaded onto the stapler, but the result was the same. When another 60 mm tan reload was used, it worked from the first attempt and the stapler fired without any problem. There was no patient injury.